Manufacturer narrative:
(B)(4). Concomitant medical products: metasul, alpha insert, nn/28; item#0100010414; lot#2091901, alloft-s alloclassic shl 62/nn; item#00000004270; lot#2052313, alloclassic sl stem 7 12/14; item#00000002847; lot#2103346. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see the associated reports: 0009613350 - 2023 - 00121.

Event description:
It was reported that the patient underwent revision surgery due to pain. Approximately 21 years post-implantation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: visual examination of the provided pictures identified evidence of surface damage/wear & tear to the liner, with what appears to be indentations and minor scratches. It could not be determined if this was caused during explant or the time in vivo (approximately 21 years). A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Radiographs were provided and reviewed by a health care professional. Right hip arthroplasty components were assessed to be anatomically aligned with no fracture or dislocation. There are areas of radiolucency at the bone-metal interfaces of both implants consistent with osteolysis. This is greatest in gruen zone I of the acetabular implant and gruen zones 1 and 7 of the femoral implant. There is no radiographic evidence of implant loosening. Correlation with prior radiographs would be helpful in assessing possible interval changes in these radiolucencies since the initial implant placement. While there is no radiographic evidence of implant loosening, the degree of osteolysis and possible resulting implant micromotion would suggest that revision could be necessary. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.